Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive and displayed black lines after the device was dropped, leading the user to transition to backup multiple daily injections and request a replacement. Symptoms included hyperglycemia with glucose levels over 400 mg/dl for approximately two hours, without ketone testing, medical intervention, or acute adverse effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included customer support troubleshooting, review of user-provided description and photos, and logistics for replacement and return of the damaged device. Investigation of this device revealed physical damage to the display consistent with a screen failure following impact, resulting in loss of normal device function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.